Event description:
The customer reported that the pump became hot to touch while it was charging using tandem charging supplies. There was no adverse impact reported on the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.